Manufacturer narrative:
Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a rotator cuff repair procedure, but prior to use on the patient, the expressew iii retention/loading plate fell out of the application before the scrub tech could put it on the expressew iii gun. They were about to assemble the gun with the loader when the plate fell off outside of the patient. It was noted, loading instructions were followed and the user visually confirmed the plate was assembled correctly. The case was completed with another like-device using the same expressew iii gun with no patient harm or delay. The device was discarded by the customer. This report is for an expressew iii retention/loading plate. This is report 1 of 1 for (B)(4).